Manufacturer narrative:
Retainer ring = clear. Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any low battery, change battery, or failed battery test alerts that have occurred in the past. The adapt tool in combination with the insulin pump history file reveal that the customer changed the batteries when low battery and change battery alerts occurred on (B)(6) 2021 @ 10:45:42, 10:46:39, 10:47:25, 10:48:18, 10:48:57, 10:49:22, 10:50:30, 10:51:49, 10:52:45, 10:53:23, 10:57:01. The power management graph or the pump history file does not indicate that any pump error 25 occurred during that time frame. On the other hand, pump error 53 occurred on (B)(6) 2021 @ 10:46:18, 10:46:59, 10:47:25, 10:47:47, 10:48:39, 10:48:44, 10:52:09, 10:53:06, and 10:57:31. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. In summary, the frequent low battery, change battery alerts and the battery changes which followed are due to pump error 25 which in turn are due to a software issue. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, faded serial number label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any low battery, change battery, or failed battery test alerts that have occurred in the past. The adapt tool in combination with the device's device history file reveal that the customer changed the batteries when low battery and change battery alerts occurred on (B)(6) 2021 @ 10:45:42, 10:46:39, 10:47:25, 10:48:18, 10:48:57, 10:49:22, 10:50:30, 10:51:49, 10:52:45, 10:53:23, 10:57:01. The power management graph or the device history file does not indicate that any pump error 25 occurred during that time frame. On the other hand, pump error 53 (filenumber = (B)(4), linenumber = 5632) occurred on (B)(6) 2021 @ 10:46:18, 10:46:59, 10:47:25, 10:47:47, 10:48:39, 10:48:44, 10:52:09, 10:53:06, and 10:57:31. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. In summary, the frequent low battery, change battery alerts and the battery changes which followed are due to pump error 25 which in turn are due to a software issue. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, faded serial number label. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they insulin pump had blank display. No harm requiring medical intervention was reported. Customer stated that insulin pump was not exposed to moisture. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. The insulin pump will not be returned for analysis.